Manufacturer narrative:
At this time, vyaire medical has not received the suspect device for evaluation. Once returned and evaluated, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that the unit does not deliver a pulse (intermittently). There was no patient involvement associated with this reported event.

Manufacturer narrative:
Results of investigation: vyaire medical was able to verify the customer's reported issue during testing and evaluation. During the patient trigger test, the unit was not responding accurately. Upon visual evaluation, it was discovered that the transducer cable was torn. The cable was replaced, and the unit was not responding still. Replaced the pcba mk3 patient trigger controller and performed testing, the unit passed all testing.